Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient passed away. The caller stated that the patient was wearing the insulin pump at the time of her death, and was experiencing hypoglycemia at the time of her death. The blood glucose reading was unknown. Nothing further was reported at this time.